Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error code displayed during aspiration. An angiojet® ultra system console was selected for a thrombectomy procedure. During aspiration inside the patient, an error 69-load cell out of calibration message displayed. They power cycled the system, but the issue remained. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the drawer assembly of the device was returned with no signs of external handling damage and defects observed. The ultra system drawer assembly failed the functional testing. The testing indicated that the drawer assembly was able to duplicate the error code 69 due to a bad electrical signal on the capture block which over sensed the load of the catheter. The home sensor position was reseated on the capture block when the drawer was in closed position, but the signal failed. There was a bad electrical signal during the load stop. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an error code displayed during aspiration. An angiojet® ultra system console was selected for a thrombectomy procedure. During aspiration inside the patient, an error 69-load cell out of calibration message displayed. They power cycled the system, but the issue remained. The procedure was completed with this device. There were no patient complications.